Event description:
It was reported that the drill heated up during a case. There was no user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor, nose cone, spindle housing, drive shaft and the bearing.